Event description:
Customer reported that a patient developed an infection following abdominoplasty. Event was noted one week following device removal. Customer opines the device is the source of the infection. Antibiotics were prescribed and it is assumed that an incision and drainage was performed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.